Event description:
It was reported that a hoyer lift was involved in an accident in which a resident received subdural hematoma to the head. Per the facility the accident has been investigated and the hoyer lift checked out thoroughly and it appears to be working properly. No hoyer malfunction appears to be related to the accident. Need to ID the lift, in the market place the term hoyer is used very generically.